Event description:
Patient presented to the physician with pain in the pectoral area where the ipg was placed and neck pain when turning to the left. The patient is currently undergoing physical therapy for treatment.